Manufacturer narrative:
(B)(4)the complaint device was not returned for evaluation. A photograph was provided by the patient confirming the reported event. However, without the device being returned for investigation, a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, upon attempting to insert the sensor wire it was found that there was no needle in the applicator. Attempted insertion was at the abdomen. No additional event or patient information is available.